Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was possibly over delivering. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated they were experiencing unexplained lows even after taking glucose tablets. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer was at work. The insulin pump will not be returned for analysis.